Event description:
It was reported that there was no urination, after eight hours of the catheter placement and so the balloon was replaced and 800 ml of urine was observed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Evaluation found water was able to flow through the drainage lumen without difficulty. The device did not fail to meet relevant specifications. The product was used for urological care. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 16 since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 17 when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that eight hours after the catheter placement, there was no urination, so the balloon was replaced and 800 ml of urine was observed.